Manufacturer narrative:
This report was received from a literature article. Ju-yeh, yang., likwang, chen., yu-sen, peng.,1 yun-yi, chen., jenq-wen, huang., kuan-yu, hung. (2019). Icodextrin does not impact infectious and culture-negative peritonitis rates, in peritoneal dialysis patients. Dialysis international, in press. Https://doi.org/10.3747/pdi.2018.00217. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of patients experienced peritonitis events. The cause, treatment, hospitalization and outcome of the event were not reported. No additional information is available.